Event description:
Approximately 6 weeks after implantation, the implant eroded and was visible distally. The device was explanted on (B)(6) 2023. Imd was made aware of this event by kristina kloss from advanced urology several months after the event occurred.

Manufacturer narrative:
As part of the informed consent process, the patient signed off on various risks and complications one-by-one, including: "erosion of silicone block requiring removal." Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, which was reviewed as part of the 510(k) process, lists implant extrusion/perforation as anticipated device deficiency. The instructions for use also list implant extrusion as a potential adverse event. The batch record was provided and an analysis revealed no deviations; the device was manufactured to specifications.